Event description:
It was reported that the patient had requested to have ¿the cleanest shiniest¿ and ¿didn¿t want any germs on it because I didn¿t want to go through this¿. Prior to the surgery the surgeon stated that everything was fine and everything was sterile; however the patient stated ¿but I don¿t think everything was sterilized¿, questioning the sterilization of the pump and the hospital.

Event description:
It was later reported that the patient had lost 35 pounds and was ¿very ill¿. The patient stated that before the pump was removed she was sick but didn¿t realize how sick she was. The patient stated that she wished she had a pump but the doctors would not implant another one. It was clarified that the pump never delivered drug; it only contained saline.

Event description:
Patient reported at their post-op appointment to take the staples out on (B)(6) 2012, the physician noticed that the incision was infected. Patient stated that she began to "feel bad" and called the physician. The patient had emergency surgery to explant the pump/catheter because it was "badly infected." Patient reported that it was "covered in black" and the infection went from her pump, down the catheter and to her spine. The patient was hospitalized for 5 days and will be on antibiotics for 6 weeks. Patient indicated that she felt "pretty bad" and was "sad" that the pump had to be explanted due to her "high hopes." Per hcp, perioperative antibiotics were administered. The infection was diagnosed on (B)(6) 2012; the pump was removed that same day. The patient did not have meningitis. The signs/symptoms of infection were redness, swelling, drainage, pain and "feeling ill." The primary location of infection was the device pocket; lumbar region. A culture was obtained from the device pocket. The type of organism cultured was (B)(6). Treatment for the infection was both IV and oral antibiotics and total device system explant. The patient outcome was noted as ongoing. The risk factors prior to implant were debilitated status. The pump was delivering saline.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly. The catheter access port (cap) was found to be patent and the alarm tested within specification. The pump was tested for dispense accuracy and found to be within specification. Analysis of the catheter found no anomaly. The catheter was patent, and passed flow and in line pressure testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no rotor or dye study completed prior to catheter and pump explant for infection. The patient outcome was no injury and recovered without sequelae. A follow-up report will be sent if additional information becomes available.